Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 520 mg/dl. Contact changed pump supplies twice and administered insulin injection (as routine) to lower bg to 273 mg/dl. No issues with the pump were reported and there were no pump alarms indicating insulin delivery stopped. Tandem clinical diabetes specialist trained customer the day before and verified pump personal profile was correct.